Event description:
It was reported that during a ptca procedure, the stent of the liberte' monorail stent delivery system dislodged into the left anterior descending (lad) coronary artery. The 70-80% stenosed lesion being treated was located in the heavily calcified proximal lad. A 6 fr guide catheter was inserted. A guide wire was advanced and the lad stenoses were successfully crossed. A 3.0mm x 15mm maverick balloon was advanced and balloon angioplasty was performed in the proximal lad. Then a 3.0mm x 24mm liberte' stent was advanced to the proximal lad; however, due to heavy calcification, and despite many attempts could not cross the stenosis. Then, the stent was removed; however, it was noticed that the stent was missing at the tip of the balloon. Angiographically, due to heavy calcification in the proximal lad, they could not see the stent very well. It was decided to crush the stent to the side. The patient experienced 8 to 9 out of 10 chest discomfort. A choice pt extra support guide wire was advanced and 3.0mm x 30mm maverick balloon was successfully advanced from the proximal lad (with difficulty). The physician pulled on the initial guide wire and the stent was not on the wire. Balloon angioplasty was performed in the proximal lad-distal left main coronary artery using the 3.0mm x 30mm maverick balloon that was attached on the choice pt extra support guide wire. After balloon inflations, the patient's chest discomfort decreased to 5 out of 10. Angiographically an excellent result was obtained with no significant residual proximal lad stenosis. The physician discussed the options with the patient and considering that the patient has a history of polycythemia vera and he is not a candidate for long term plavix use, he did not feel it would not be safe to take him off the plavix considering the fact that he has a crushed stent in his proximal lad. Patient had coronary artery bypass surgery later the same day. Patient status was reported to be "fine."